Event description:
A pericardial effusion (pe) and a cardiac tamponade occurred. The procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Prior to the procedure, a traceline pe was noted near the left ventricle. During the procedure, the physician mentioned that a pe that lead to tamponade was noted after an attempt to go transseptal. A pericardial drain was placed in order to drain 50ml of fluid, and the procedure was cancelled. The patient was admitted to hospital beyond standard of care and is expected to fully recover. The device is not expected to be returned for analysis. In the physician's opinion, the device/procedure contribute to the patient complication, since the injury was noted while attempting to go transeptal. It has been further reported that the patient was discharged and there were no further issues with versacross sheath/dilator.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available yet.

Event description:
A pericardial effusion (pe) and a cardiac tamponade occurred. The procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Prior to the procedure, a traceline pe was noted near the left ventricle. During the procedure, the physician mentioned that a pe that lead to tamponade was noted after an attempt to go transseptal. A pericardial drain was placed in order to drain 50ml of fluid, and the procedure was cancelled. The patient was admitted to hospital beyond standard of care and is expected to fully recover. The device is not expected to be returned for analysis. In the physician's opinion, the device/procedure contribute to the patient complication, since the injury was noted while attempting to go transeptal.